Event description:
Healthcare professional later reported "partial valve delamination".

Event description:
Patient reported, right side deflation. Healthcare professional, later confirmed deflation. Healthcare professional, later reported, "partial valve delamination". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/delamination: observed, delamination diaphragm valve assessed, as adhesive failure. No additional observation. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.